Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: h6 - annex a. Investigation ¿ evaluation: it was reported that the catheter from a wayne pneumothorax catheter set or tray (rpn and lot# unknown) dislodged. On day 13 of admission, a 59-year-old male patient was emergently treated for serosanguinous malignant pleural effusion with ultrasound -guided, left posterior placement of a wayne pneumothorax catheter. The procedure was performed in the intensive care unit. The device was successfully placed in the desired location, confirmed by x-ray, and attached to wall suction (active suction). Initiation of drainage was successfully achieved. On day 13 of admission (day of procedure), the patient experienced chest tube dislocation/dislodgement. The catheter was not draining and was out of position. As a result, the chest tube was removed and replaced with a second pigtail chest tube, and the event was resolved. The patient was discharged from the hospital 11 days post-procedure. Reviews of the documentation including the quality control procedures, manufacturing instructions and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the follow information to the use related to the reported failure mode: ¿11. Secure catheter in position at the entry sight by using a bio-occlusive dressing or suturing if desired. 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the paint¿s skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient¿s skin with tape, suture, or catheter securement device.¿ evidence gathered upon review of upon review of dmr and product labeling does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, cook has concluded unintended use error as a possible cause for this event. The instructions for use contain instructions for the proper securement of the device. It is unknown how the device was secured to the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg?: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a wayne pneumothorax catheter set or tray dislodged. On day 13 of admission, a 59-year-old male patient was emergently treated for serosanguinous malignant pleural effusion with ultrasound -guided, left posterior placement of a wayne pneumothorax catheter. The procedure was performed in the intensive care unit. The device was successfully placed in the desired location, confirmed by x-ray, and attached to wall suction (active suction). Initiation of drainage was successfully achieved. On day 13 of admission (day of procedure), the patient experienced chest tube dislocation/dislodgement. The catheter was no draining and was out of position. As a result, the chest tube was removed and replaced with a second pigtail chest tube, and the event was resolved. The patient was discharged from the hospital 11 days post-procedure.